Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead and seemed to wrap itself back into the insulation of the lv lead. The guidewire started to unravel and the lv lead exhibited insulation damage. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analysis confirmed the guide wire was returned in two pieces with the distal end of the wire stuck in the lead and the wire was stretched and pulled apart at the proximal end of the lead. The remaining proximal portion of the wire is coil wrapped. There was also visible damage to the tip lead. If information is provided in the future, a supplemental report will be issued.